Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom of the device powering on/off intermittently without user input, which was confirmed and reproduced during evaluation. The cause was determined to be a seized motor, which was drawing power from the unit. The motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device powered on/off intermittently without user input. There was no patient involvement.